Event description:
Head of the neurosurgical département, reported via our sales rep, that a (B) (6) male pt underwent a revision surgery due to a broken xia polyaxial screw approximately 10 1/2 months after implantation. According to the information received, the referring product was removed in the revision surgery and taken by the pt for initiating a legal action.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.